Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received multiple shocks due to ventricular tachycardia. The patient was given medication for a treatment plan as well. The device was later checked and it was noted that the device appeared to have depleted prematurely. The device was explanted but will not be returned as the patient had a non-related device infection. No adverse patient effects were reported.